Event description:
Patient was changed into hospital issued scrubs. After completing first set of images and metal artifact visualized. On search of scrubs, it was discovered that there was a highly ferromagnetic paper clip in the scrubs.